Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) main drawer 5 was failed. A field service engineer (fse) confirmed that the full height drawer five rails were failing, door was not pushing itself open due to the firmness in the one slider rail. So, the fse removed the drawer from the unit, and a new set of full height sliders were installed. While the drawer was out the fse observed the inseparable magnet in the drawer was the older version, so it was replaced with a revised one, after that all the connections were refreshed as well. Then the fse inspected the label printer as it was in an off condition and confirmed that the unit seems to be configured correctly, however, there were not any jobs actually saved in the queue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer clicked but did not open during recovery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.